Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. A part of synergy 3.00 x 20 drug- eluting stent that was mounted during preparation was caught in contact with the gauze and partly deformed, and the lint of the gauze adhered. The procedure was completed with a different device. No patient complications reported.